Event description:
Boston scientific received information that this patient had electrocautery protection programmed on during a heart transplant procedure. During the procedure the patient received five shocks and boston scientific technical services (ts) was consulted. It was discussed that exposure to electrocautery during the surgery likely caused the device to go into safety core at which time the patient received the shocks. Post transplant the patient did not require the device and it was explanted. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery.